Event description:
It was reported that this lead might be explanted due to unknown causes; however, it was not inconclusive if the procedure was performed. No adverse effects on the patient were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead might be explanted due to unknown causes; however, it was not inconclusive if the procedure was performed. No adverse effects on the patient were reported.